Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant and was programmed to sense only. The ra lead had no capture and this resulted in inadequate bi-ventricular pacing. There was an increase in the patient's heart failure symptoms, including shortness of breath and fatigue. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.